Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7139820. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7139828. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Batch: 33133859. UDI: (B)(4).

Event description:
It was reported that the patient had an infection with symptoms of pain at the ipg following a revision procedure. The patient had a wound care which cleared out the infection and the pocket was healing completely however, the pain continued. The patient described the pain as sensitive to touch and persisted at the lead incision site. It was unknown what was the caused of the infection and the patient was treated with antibiotics.

Event description:
It was reported that the patient had an infection with symptoms of pain at the ipg following a revision procedure. The patient had a wound care which cleared out the infection and the pocket was healing completely however, the pain continued. The patient described the pain as sensitive to touch and persisted at the lead incision site. It was unknown what was the caused of the infection and the patient was treated with antibiotics. Additional information was received that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.